Event description:
It was reported that the device was suspected of early elective replacement indicator due to high battery impedance. The device will be scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.